Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however a like device catalog # 7968214, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 7968214, 510k # k091813 was cleared in the united states.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that while inserting the screw, the cage fractured into pieces. The broken pieces were removed and a new cage was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: visual and optical analysis of the returned device shows that cracking appears to have initiated near the intersection of the outer wall and the screw boss hole where the sharp corner could act as a stress riser. Optical examination identified plastic deformation on the interior and outer edge of the screw boss hole, consistent with axial misalignment of the bone screw during implantation, which could result in overload. The above observations are consistent with misalignment of the screw during implantation.